Manufacturer narrative:
Patient height reported as 182 centimeters. Additional product codes: mni, mnh, kwp, kwq. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that two (2) levels were added to an existing three (3) level universal spine system (uss) poly construct to achieve spinal fusion on (B)(6) 2019. The patient was initially implanted with a uss construct on an unknown date due to an adjacent level problems. During surgery, all screw heads from the existing construct were removed. Three (3) screws were replaced with an 8mm screws and four (4) additional 7.0mm screws were implanted to lengthen the construct. A rod was inserted with the used of the rod crimping pliers and uss ii polyaxial rod introduction pliers. There was no issue while inserting the new rod into the five (5) level construct. Final tightening of the screw heads was started at the right side of the construct with socket wrench t handle and socket wrench l handle. After finishing the right side, the left side was the final tightening. After this maneuver, a metallic click was heard. It was found, that one of the middle heads on the left side could still slide on the rod and therefore this head was tightened again. It was thought that the metal click came from the movement between the rod and the not yet firmly tightened screw head; after re-tightening, no such sound was heard. It was unknown if there was a surgical delay. Patient outcome was also unknown. Concomitant devices: rod (part/lot unknown, quantity 1), rod crimping pliers (part 388.490, lot unknown, quantity 1), uss ii polyaxial rod introduction pliers (part 03.607.009, lot unknown, quantity 1), socket wrench t handle (part 388.143, lot unknown, quantity 1), socket wrench l handle (part 388.584, lot unknown, quantity 1). This complaint captures the postoperative events where in three (3) unknown screws were replaced with 8mm screws and four (4) additional 7.0mm screws were implanted to prolong the construct. Additional intra-operative events are captured on related complaints (B)(4). This report is for a polyaxial head. This is report 6 of 6 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A review of the device history record: device history lot: part: 04.607.402. Lot: 3l28918. Manufacturing site: mezzovico. Release to warehouse date: 23 jan 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: investigation summary several parts of the uss-ii polyaxial system were returned for investigation due to clicking sound during use or even due to the breakage of some clamping rings of the uss-ii polyaxial 3d-heads. Due to the high complexity of the incident, the investigations had to be split among several complaints: (B)(4). The present complaint captures the post-operative event (surgery (B)(6) 2019) -screw heads loosening ¿ six (6) uss-ii polyaxial 3d-head were returned ¿ all broken. The review of the device history record revealed that all involved parts were manufactured in accordance to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. Parts were forwarded to the responsible product development center (pdc) and to manufacturing site for evaluation, in addition two broken clamping rings were forwarded to an external laboratory for material analysis. Summary: the dimensional re-inspection, the raw material certificate review and the document/specification review didn¿t identify any manufacturing defect or deficiency, thus the complaint investigation is considered as not manufacturing related. The breakage of the clamping ring is due to fatigue fracture; the fracture surfaces display a structured breakage what is typical for a fatigue fracture in titanium indicating moderate loads. Based on the examination of the fracture surface it can be concluded that the clamping rings were subjected to moderate dynamic loads. The movement of the spine, and therefore the movement of the clamped rod, may have caused alternating load cycles on the clamping rings, which led to the fracture initiation, material fatigue and finally to a forced fracture, starting between the teeth on the rod-facing side. Postoperative activities of the patient and/or instability of the spine could have contributed to the failure as well. The material properties were checked and found to be in accordance with the international standards iso 5832-11:2014 and astm f1295 - 16 for implants made of titanium alloy (ti6al7nb). No evidence of material or manufacturing defects were observed. The investigation found no product related issues that would have contributed to this complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. (See also parent complaint (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional devices for this complained event are captured in related complaint (B)(4).